Event description:
It was reported the patient experienced swelling and pain. An epidural block was performed when the patient's stimulator was implanted. A single lead was implanted for right leg pain and the implantable neurostimulator (ins) was implanted on the patient's left side. The patient was programmed after the surgery and he felt stimulation above his hips around his rib area, but no stimulation feeling in his right leg. It was later noted the patient experienced swelling like a 'knot' on the right side the size of a 'softball.' It was noted the swelling was not soft like fluid. It was reported the swelling was in the 'same area where the pain was when the patient turned his stimulator on.' There was no swelling over the ins site. It was reported when the patient turned stimulation on at low voltage he felt painful stimulation in his ribs. It was reported later that day the patient felt pain in his right abdomen with and without stimulation on the swollen area. The manufacturer representative was unable to rerun impedances at higher amplitudes because the patient could not tolerate it. It was reported the entire lead impedance measurement was above 10,000 ohms. The patient was reprogrammed from electrodes 2-4 to electrodes 6 and 7; he could still feel stimulation in his ribs and slightly in his leg. The pulse width was 'lowered with no success.' The patient's impedances were checked 2 days later and were found to be normal. The patient's doctor's office had an x-ray performed. The x-ray results were 'normal with good placement.' The plan was to leave stimulation off. The patient was scheduled for a post-operation check on (B)(6) 2012, where programming would be completed. The patient was instructed to ice the swelling over the weekend and follow-up with his doctor's office on monday. It was later reported an x-ray was performed at the patient's post-operation appointment and it showed the lead had moved. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-45, serial# (B)(4), product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3550-29, lot# n311353, product type accessory. (B)(4).